Event description:
The customer reported the device only runs intermittently on battery power.

Manufacturer narrative:
(B)(4). The customer reported that the device only runs intermittently on battery power. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.